Event description:
It was reported that the patient was experiencing shortness of breath with minimal activity. The device rate response settings were reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.